Event description:
It was reported during a trial procedure on (B)(6) 2011, the physician tested the lead intraoperatively, and found all contacts were invalid. The physician moved the lead in position, and this did not resolve the issue. The physician completed the procedure with a new lead. It was reported the replacement resolved the issue.

Manufacturer narrative:
Evaluation: results: the returned lead was subjected to microscopic inspection. During the microscopic inspection of the lead, damage was noted at the proximal electrode 7. The lead with visual damage was electrically open between the proximal and distal electrode 1 through 6 and electrode 8 measured out of specification. The root cause of the lead damage could not be ascertained. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.